Event description:
During surgical procedure, the instrument being used (ball control tip cystoscopic electrode, 6fr.) Failed. The tip broke off inside the patient's right kidney and the piece was successfully removed. There was no injury to the patient. Unfortunately, the tip was not retained. The manufacturer was contacted and requested that the instrument be returned for analysis and replacement and this was done.====================== manufacturer response for surgical instrument, ball control tip cystoscopic electrode, 6 fr.======================requested instrument be shipped to them for analysis and replacement.